Event description:
It was reported the customer had several unexpected restart alarms, signal too low alarms, and displayable history failed on start up alarms in their alarm history. The customer's wife stated their temp basal was not programmed before the unexpected restart alarm occurred. Customer's insulin pump also passed a self test. The customer was advised to monitor their insulin pump as it was functioning as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.